Event description:
During preventive maintenance service, the manufacturers service engineer reported the ventilator would not operate on battery power. There was no previous report of the occurrence and there was no patient harm reported. The service engineer replaced the power management pcb board to address the finding. Final testing was performed and there was no fault recurrence reported.